Event description:
It was reported that there was low pacing impedance on the atrial lead and lead insulation break was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.